Manufacturer narrative:
(B)(4). Date received by manufacturer. Previously reported incorrectly on initial medwatch as 11/23/2016; the correct date on the initial medwatch should have been 11/25/2016.

Event description:
Subsequent to the previously filed report, user facility medwatch received stating: upon completion of a cardiac catheterization, a perclose device was used to close the femoral artery. After the device was inserted into pt, it malfunctioned and was unable to be retracted from the pt. The pt was taken to the operating room for device removal where the vascular surgeon noted that the device was caught on the knot of the suture in the pt's tissue. Because of the device being caught on the suture, the device was unable to be removed from the pt. The pt required repair to the artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device with a 6fr sheath after an interventional coronary procedure. Reportedly, after deployment, the proglide device stuck in the lcfa. The proglide suture knot was embedded in the subcutaneous fibrous tissue. The patient was sent to surgery to remove the proglide device. Hemostasis was achieved surgically. The physician is reported to be trained in the use of the proglide device. No additional information was provided.